Event description:
Same case as MFR#: 2134265-2010-01611. It was reported that during a percutaneous coronary intervention procedure, catheter perforation, removal difficulties and a vessel dissection occurred. Access was obtained through the femoral artery. The 18x2.75mm, de novo, chronic total occlusion target lesion was located in the non-tortuous and moderately calcified distal right coronary artery (rca). An 0.014¿ pt graphix guide wire was advanced to the lesion and an unspecified 2.0 x 20mm balloon was used to treat the very narrow part of the lesion. Next, a 2.0x20mm apex balloon catheter was advanced to the mid-distal rca. The pt graphix was pulled out into the balloon shaft area and in the attempt to re-establish a distal wire location. However, the guidewire perforated from the inner lumen into the apex balloon catheter and got stuck. The devices were removed as a unit. The vessel dissection was confirmed at this point. Per the nurse, the dissection occurred while advancing the 2.0x20mm apex balloon catheter to the mid-distal rca. A new wire and balloon catheter was used to complete the procedure successfully without any additional patient adverse events.

Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1) 6.2 inr and 5.9 inr/4.4 inr 2) 7.4 inr/4.9 inr 3) 1.4 inr/1.9 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Patient 2: female; (B) (6); patient 3: female; (B) (6) this medwatch report is for the suspect device used in the coaguchek xs system (lot number 20178931, expiration date 04/30/2011). Reference medwatch report with patient (B) (4) is for the suspect device used in the coaguchek s system.